Event description:
(B)(4). Almost right after I had essure placed I noticed a lot of bloating and abnormal bleeding. Months afterwards I started gaining weight for no reason. I've gained a total of 35lbs in the last 30 months. My periods are very heavy and sometimes irregular. I have pelvic pain almost on a daily basis, headaches, fatigue. I've developed a rash on my face that I never had before placement. Next month I'm getting a total hysterectomy to remove my uterus and tubes. I am very dissatisfied with essure.